Manufacturer narrative:
Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned. The delivery system was visually inspected for external damage. There were no signs of tissue or blood on the device. The delivery system was not bent and the plunger was not broken. There is no evidence that the emergency release was implemented. There was no visible damage to the delivery system. As the product was received, the device functioned per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure, there was a failure to attach. There was no harm to the patient and no intervention was required. A repeat procedure will be performed. There was nothing unusual about the patient or the procedure itself that led to the event. The patient was given an endoscopy prior to the procedure and the esophagus appeared normal. The delivery system will be returned for investigation.